Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 2/4. The registered nurse (rn) stated the supply fell off the hc and the spike came out. The baxter technical service representative reviewed proper procedures with the caller per the user manual. Product surveillance received additional information from the rn stating the solution bag was placed properly. The rn stated she wondered if the patient had been doing something with the bag because she found the bag in the garbage. The rn contacted the peritoneal dialysis nurse and was instructed to stop therapy for the night. The sample was discarded and lot number was unknown. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).